Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The dentist installed the dental implant after its expiration date.

Event description:
(B)(4) ¿ the dentist reported that 1 month and 5 days after the dental implant was installed in intraoral region 22#, its non- osseointegration was observed. Moreover, the patient presented bone type ii.